Manufacturer narrative:
H3, h6: the device was returned for root cause analysis. The investigation findings concluded, after a visual inspection, functional testing, and review of the event history log, that the customer's reported problem was duplicated. The pump was started and alarmed lec 1260, and there was a small crack on the rear housing, and the labels were undamaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the mainboard.

Event description:
It was reported that the pump had error code 1260, and the incident was observed during a functional test in their workshop. There was unknown patient involvement.